Event description:
Surgeon reports a severe bacterial endophthalmitis at 1 week post-operative lens implantation. A vitrectomy was performed but no pt outcome info has been provided. While the lens was not believed to have malfunctioned, it was reported that there is a possible relationship between the lens and the event.